Event description:
A surgeon reports performing a intraocular lens exchange when an attempt to reposition the lens was not successful. The surgeon expressed that he felt the tilted lens was the result of a bent haptic.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was split/cracked and the optic edge was broken/torn (broken portion not returned). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested by mail and by fax on 03/01/2007. A completed questionnaire was received by fax from the surgeon on 03/02/2007.